Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for iga-2 tina-quant iga gen.2 (iga-2) on a cobas 6000 c (501) module. The customer also had qc issues. The initial result was 5.5 g/l. The sample was repeated twice with results of 10.88 g/l and 10.83 g/l. No questionable results were reported outside of the laboratory. The iga reagent lot number is 64990501. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) visited the customer site on (B)(6) 2023. The fse replaced parts of the reaction bath, checked ultrasonic mixer adjustments, and stripped and cleaned the dryer and the ise syringe assembly. The up/down sensor was also replaced. Reagent issues were excluded as the customer has had no further issues and correct repeat results were obtained using the same reagent. The investigation did not identify a product problem. The cause of the event could not be determined.